Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to the locking screw being loose. According to surgeon during revision they saw that the screw looked "compressed". They tried to change the insert and insert a new locking screw. When they tightened it with the lcck momentum key the screw fractured. They decided to do a total revision and revised all components. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual evaluation of the returned articular surface shows signs of use. However, locking screw involved in these event was not returned; therefore, no further evaluation can be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Per package insert 87-6203-453-23: 'loosening or fracture/damage of the prosthetic knee components or surrounding tissues' is known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.